Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary: the device was received and inspected visually. Upon visual inspection, dust/black particle was noticed in the loop of the device. The received device would not be serviced as the product code (242316) is in process to be obsoleted. A manufacturing record evaluation was performed for part no: 242316 -serial. No: (B)(6) and no non-conformances were identified. The device can not be tested for functionality as camera head was not returned but complaint will be confirmed based on the visual inspection. No structural anomalies were observed. Based on given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed for part no: 242316 -serial. No: (B)(6) and no non-conformances were identified

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4).

Event description:
It was reported by sales rep via email, that while cleaning a coupler, c-mount, 20 mm and a camera head ac, c-mount, the coupler broke off in the camera head. No surgical delay or patient consequence reported. Additional information provided by the affiliate reported the event did not occur during sterile processing, filed inspection, or internal service activities. The affiliate was also able to confirm surgical intervention is not planned.